Event description:
Patient reported "rippling/deformity". Later by medical information department reported, "had rash and possible rupture for my implants", "rash sort of and pain", and "deformity at the bottom is not round and wrinkles are felt in and behind it". This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, deformation.